Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. This male patient of unknown age experienced restenosis of a bx velocity stent. Restenosis is a potential adverse event associated with coronary artery stenting. No patient history, procedure details or timeframes were provided. As reported, the procedure for treatment was "finished successfully". The product was not available for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. With such limited information, it is difficult to identify potential causes of the restenosis with any certainty; however, progression of coronary disease may have contributed to the event.

Event description:
The 6f vista brite tip guiding catheter (gc) was inserted into the vessel through the sheath. The target lesion was an in-stent restenosis of a bx velocity stent, moderately calcified, moderately tortuous, 90% stenosed right coronary artery. Coronary angiography was conducted and the physician confirmed the tip of the gc to be deformed at the area located in the aortic arch. Nevertheless, the physician tried to engage the gc to the target lesion. When torque was applied on the gc, the gc could not engage to the ostium of the rca. Therefore, the gc was retrieved from the patient and a kink was confirmed on the shaft (portion unknown), and then the gc was exchanged to a different gc (launcher) and the procedure was finished successfully.